Event description:
The customer reported that the ac module of the defibrillator has a loose connector and that the device was not charging appropriately. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.